Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician. During the evaluation, the qualified technician observed that the cause of the dehydration was due to a damaged ultrafilter which caused the fluid leak. The reported condition was verified. Based on past investigations, the most likely failure is a crack in the housing nearby the welding zone which is design related. This issue is being further investigated. To resolve the issue, the qualified technician replaced the ultrafilter and then the machine was running normally. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: (B)(6). Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a u9000 ultrafilter, a water leakage was observed due to "damaged ultrafilter". Treatment was discontinued and the blood was returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.